Manufacturer narrative:
No sample was returned for eval. The final customer lot was identified as lot 943535m, mfg in october 2014. A device history record review for the lot was conducted. The device history record review had no abnormalities and did not point to a root cause because the lot was released based on the MFR's acceptance criteria. No add'l investigation is required based on device history review. A complaint history review indicates no add'l complaints were associated with this lot. The root cause for the customer complaint issue cannot be determined. All knives are 100% visually inspected and tested for penetration during mfg. (B)(4).

Event description:
A customer reported that blunt knife blades were noted during two separate surgeries. Alternate knives were obtained to continue each procedure. There was no impact to any pt. Add'l info has been requested, but was confirmed to be unavailable.